Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The home patient (hp) stated he added the extension line after prime. The hp was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and advised the hp to attach the line prior to prime. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The peritoneal dialysis (pd) nurse contact the product surveillance regarding the reported event. The nurse stated she was not aware of the event, but would follow up with the hp during his clinical visit that day. The nurse stated the hp was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.